Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of unknown value because the customer failed to provide any information of the hospitalization. The customer stated that their stomach was bloated and the health care provider stated that the issue may have to do with their insulin pump. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.